Event description:
It was reported that this right ventricular (rv) lead exhibited noise and intermittent loss of capture. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.